Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they could not write user settings to flash because the power supply was in use. Customer stated that during a bolus attempt the alarm occurred. Troubleshooting for the alarm was performed. Customer advised that all buttons on the device were unresponsive. Customer did not want to troubleshoot for keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.